Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that programmer emitted a strong burn smell and turned off. Furthermore, the programmer did not start. No adverse patient effects reported. The programmer will be returned for repair.